Event description:
During an unspecified procedure, a pin hole leak occured on the maverick2 monorail balloon. It is further reported the physician pulled negative and noticed blood coming back. The physician then removed the maverick2 monorail and successfully completed the case with another device. No pt injuries or complications were reported. Pt status is reported as 'ok'.